Event description:
It was reported that this right ventricular (rv) lead was capped due to loss of capture and high pacing threshold measurements. Another right ventricular (rv) lead was implanted. No additional adverse patient effects were reported.